Event description:
The home pt's husband contacted baxter product surveillance, to report fluid coming out of the top of the pt line after priming the cassette. The home pt's husband stated the front of the machine was wet. No pt injury or medical intervention was associated with this incident per the home pt.